Event description:
Physician inserted feeding tube per directions. Tube perforated pt's right pleural space resulting in pneumothorax requiring a chest tube insertion. Pt was on the ventilator at the time.